Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve during valve deployment the balloon burst. When trying to withdrawal the 23mm commander delivery system (ds) with balloon from the patient they were unable to and the nosecone detached from the ds. They had to cut down the groin and attempt to remove the balloon, the nose cone was left in the body, viabahn stents were used in the right iliac and trapped the nose cone. The fcs provided additional information, there were no instruments used to remove the balloon cover, there was no extra volume added to the balloon prior to inflation, there was no difficulty with valve alignment, and the valve alignment was performed in a straight section. The sheath was split, described as liner tear at distal tip, which the perceived root cause was due to the force that was used when attempting to withdraw the balloon into the sheath. The perceived root cause of the balloon burst was stj calcium. The patient is in stable condition. There was mild tortuosity, mild calcification and the minimum luminal diameter was 6.0.